Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due ot cystocele, rectocele, enterocele and vaginal wall prolapse; concurrent procedure-cystotomy repair. Excision of mesh on (B)(6) 2012 was due to exposure of mesh.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh and bs advantage were implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and meshes were implanted into the patient. It was reported that the patient experienced pain, bleeding, dyspareunia, infections, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures, including a mesh removal surgery on (B)(6) 2012. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4)